Event description:
The customer reported the subject device would not turn on, and with some frequency during procedures, the screen would go black and error 216 appeared (scope communication error). They would remove the connector, clean it, and reconnect it. It would work for a while and the fault would occur again. The device produced the reported failures in approximately 21 transurethral resections and surgical hysteroscopy procedures in the months of (B)(6) and (B)(6) 2022. The intended procedures were completed successfully in all the procedures using the same or similar device. There was no procedural delay reported, and there was no report of patient or user injury due to the event. Medwatch reports are being submitted for all 21 events. Event # 1 is being reported on the medwatch with patient identifier (B)(6). Event # 2 is being reported on the medwatch with patient identifier (B)(6). Event # 3 is being reported on the medwatch with patient identifier (B)(6). Event # 4 is being reported on the medwatch with patient identifier (B)(6). Event # 5 is being reported on the medwatch with patient identifier (B)(6). Event # 6 is being reported on the medwatch with patient identifier (B)(6). Event # 7 is being reported on the medwatch with patient identifier (B)(6). Event # 8 is being reported on the medwatch with patient identifier (B)(6). Event # 9 is being reported on the medwatch with patient identifier (B)(6). Event # 10 is being reported on the medwatch with patient identifier (B)(6). Event # 11 is being reported on the medwatch with patient identifier (B)(6). Event # 12 is being reported on the medwatch with patient identifier (B)(6). Event # 13 is being reported on the medwatch with patient identifier (B)(6). Event # 14 is being reported on the medwatch with patient identifier (B)(6). Event # 15 is being reported on the medwatch with patient identifier (B)(6). Event # 16 is being reported on the medwatch with patient identifier (B)(6). Event # 17 is being reported on the medwatch with patient identifier (B)(6). Event # 18 is being reported on the medwatch with patient identifier (B)(6). Event # 19 is being reported on the medwatch with patient identifier (B)(6). Event # 20 is being reported on the medwatch with patient identifier (B)(6). Event # 21 is being reported on the medwatch with patient identifier (B)(6). This report is for event #13 of 21 reports related to the event reported for patient identifier (B)(6).

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The inspection and testing performed by service found the customer¿s report of the ¿device will not turn on¿, could not be duplicated; however, the camera cable was damaged, badly kinked, and twisted, which resulted in image loss and interference stripes in the image. Furthermore, the cable was leaking because of the damage caused by external forces and use over time and requires replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image issue could not be determined. It is possible that error e216 was displayed and image was not output because communication failure occurred due to kinks and dents. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.